Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the power module having a damaged ground pin within its monitor connector port and a damaged vent band were confirmed, as these damages were observed upon arrival of the unit. The returned power module serial number (B)(6) was received at the european distribution center. The unit was functionally tested and was found to perform as intended. The damaged components were replaced with new components. Preventive maintenance was performed, and the serviced and repaired power module was returned to the rental pool after passing all tests per procedure. The root causes of the damages to the power module were unable to be conclusively determined through this analysis. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. There was no patient involved in this event. The PMA# provided is associated with most recent approval.

Event description:
It was reported that the monitor connector was missing a pin. The rubber vent band was also broken.